Event description:
A customer reported that a patient was diagnosed with possible toxic anterior segment syndrome (tass) one day post cataract extraction by phacoemulsification with intraocular lens (iol) implant. The patient's condition has resolved. The surgeon suspects contamination of the phaco handpiece and fluid surge during phaco to be the source of tass.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).